Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva bags were leaking from the connection between the twist off and the port tube. The leaks were discovered post-compounding and before use of the product. There was no patient involvement. No additional information is available.